Event description:
It was reported that stent damage occurred. During preparation, a 2.75 x 8 synergy drug-eluting stent was selected for treatment. However, it was noticed that the distal portion of the stent was kinked. The device was never used and the procedure was successfully completed with another 2.75 x 8 synergy stent. No issues nor complications were reported.